Event description:
The device did not pass its safety cavity assessment until the 5th or 6th attempt, even though all appropriate corrective measures were taken and there was no evidence of cavity perforation. The location of the device in the patient's uterus was checked and confirmed multiple times. When the device was activated, it only ablated the distal portion of the uterus.